Event description:
It was reported that during a craniotomy procedure the foot broke off while turning flap. A portion of the foot broke off and fell into the patient¿s wound site. A vein was torn. A second surgeon was brought in to repair the vein. Additionally, it was noted that the patient is healing appropriately.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. The hospital is currently holding the attachment in risk management. If the device is returned in the future, product analysis may be performed. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 50 months with no record of factory service during this period. We will continue to track and trend this complaint type. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.